Event description:
On behalf of the customer, a (B)(6) pharmacist contacted customer service to request assistance setting up the adc blood glucose meter. During the course of troubleshooting it was identified the customer had replaced the batteries of the adc meter and the date/time in the meter needed to be reset, therefore 'set' appeared on the meter display. The pharmacist reported the customer stated she was unable to test due to 'set' appearing, and therefore hospitalized for hypoglycemia. No additional information was provided by the pharmacist as further troubleshooting was denied. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
This is a final report. The complaint involved a training issue, hence no product investigation will be undertaken. Note: the actual date of the reported medical event is unknown. The date is the complaint awareness date. Additionally, the information populated in section e pertains to the patient/consumer. Additionally, label copy instructs that when installing a new battery, the old battery should be removed and the new battery should be replaced within 60 seconds to avoid losing time and date settings. However, if the time and date settings are lost, the customer may still perform an accurate blood glucose test. All pertinent information available to abbott diabetes care has been submitted.